Event description:
It was reported the output connector, rear case, and belt clip are broken. The device is being returned for repair. No information was received indicating patient involvement.

Event description:
It was reported the output connector, rear case, and belt clip are broken. The device is being returned for repair. No information was received indicating patient involvement.

Event description:
It was reported the output connector, rear case, and belt clip are broken. The device is being returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case and one output connector were broken and one side bail cover was missing. It was also noted that the upper case and battery drawer were broken, the battery release and ring cover were contaminated, the lead flex cover was corroded, one case screw was missing, the battery contacts were compressed, one side bail was missing, one ring bail was bent, and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).